Event description:
Home patient (hp) reports dry minicaps. Sponges were noted to be brown in color and packages were sealed in the usual manner. Hp reports they did not note any betadine in tubing when initialing drain phase of dialysis exchange. No pt injury or medical intervention reported.